Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-00566. It was reported the patient's system was autoreducing due to high impedances on one of their leads. Imaging revealed a fracture near the ipg site. Programming changes were made to provide effective therapy using the other lead. Still, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances and was replaced, so both are being reported.